Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A caregiver reported that the customer received an unspecified low scan on the ADC device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer experienced unknown symptoms and had contact with healthcare professional (HCP) who obtained blood glucose result of 500 mg/dL and suggested to administer insulin (dose/type unknown) for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of Event is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.